Event description:
The event is reported as: jaw broke near the lock box during a treatment. No patient injury reported. No medical intervention.

Manufacturer narrative:
The sample has been received by the manufacturer. The investigation is not complete at the time of this report. A follow up investigation report will be sent when completed.